Event description:
It was reported that a (B)(4) transmission showed non-sustained lead noise due to post-paced t-wave over sensing. The patient was asymptomatic and did not receive therapy due to this oversensing. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.